Event description:
It was reported that two months ago, this patient with a superior vena cava (svc) coil exhibited noisy signals and was brought in clinic, where the noise was reproducible with provocative maneuvers. The physician elected to continue with normal follow-ups. Recently, a right ventricular (rv) lead alert was noticed via remote monitoring and the patient was brought in-clinic for a defibrillation threshold test (dft). The dft was performed, which was unsuccessful and the patient required external defibrillation to convert back to a normal sinus rhythm. Afterwards, the physician attempted to interrogate the device, but was unsuccessful with both a programmer and no magnet response was seen. The physician elected to explant and replace the system to resolve the event and the patient was stable with no additional adverse effects reported. The previously implanted leads are not boston scientific products. The device is expected for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified an arc mark on the device case. The device could not be interrogated. An x-ray of the device revealed that the internal high voltage fuse was damaged (i.e., no longer intact). The damage to the fuse most likely occurred during delivery of the shock during dft due to a rv lead short. The damage to the high voltage fuse prevented any subsequent charging of the high voltage capacitors and delivery of shock therapy. As a result, the observed device behavior occurred because it could not successfully complete charging, despite the fact that battery voltage and capacity remained.

Event description:
It was reported that two months ago, this patient with a superior vena cava (svc) coil exhibited noisy signals and was brought in clinic, where the noise was reproducible with provocative maneuvers. The physician elected to continue with normal follow-ups. Recently, a right ventricular (rv) lead alert was noticed via remote monitoring and the patient was brought in-clinic for a defibrillation threshold test (dft). The dft was performed, which was unsuccessful and the patient required external defibrillation to convert back to a normal sinus rhythm. Afterwards, the physician attempted to interrogate the device, but was unsuccessful with both a programmer and no magnet response was seen. The physician elected to explant and replace the system to resolve the event and the patient was stable with no additional adverse effects reported. The previously implanted leads are not boston scientific products. The device was received for analysis.